Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise over-sensing which was replicable with isometrics. Insulation breach near the proximal pin was later noted. The ra lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received indicated that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right atrial (ra) lead exhibited noise oversensing, which resulted in an inappropriate mode switch. Insulation damage was confirmed through visual examination.